Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119598.

Event description:
It was reported that the patient's right ventricular lead exhibited high, out of range defibrillation impedance. Programming changes were made. There were no patient consequences.